Event description:
The doctor reported that the patient was presented with a loose abutment screw (iunihg).

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined. The complaint cannot be recreated and is therefore, non-verifiable.